Event description:
It was reported that this was an arteriotomy closure of the mildly calcified left common femoral artery using a proglide device and a prostyle device after a coronary interventional procedure using an 8f sheath. Reportedly, the proglide device was used as directed; however, hemostasis was not achieved as there was still significant bleeding after the suture was placed. Guide wire access was kept so a prostyle device was attempted but a cuff miss [suture retrieval issue] occurred. A non-abbott device and manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. The prostyle device referenced is filed under a separate medwatch report number.